Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor have the identifying lot number(s) been provided.

Event description:
Post op x-rays taken (B)(6) 2019 found that one, maybe two set screws have backed out of position. No revision surgery is planned at this time the invictus spinal fixation system was implanted on (B)(6) 2019.